Event description:
Product: dexcom software running on iphone software number: sw11677 software revision: 1.12.1 description: the new software includes a new safeguard that blocks users from reusing old glucose sensors. Under certain conditions, this feature also blocks users from using new sensors. I am an experienced dexcom user for >10 years. I tried to start a new dexcom session with a new sensor. I received a message "no restarts" and the software aborted. Any attempt to start this session failed. When calling dexcom tech support, as soon as they heard my description they immediately replied that they will send a new sensor suggesting that they are aware of the situation but have no fix for it. To me, this clearly is a software issue that can be fixed, and should be, and was recently introduced by dexcom knowingly. I hope this submission provides support to making this software better to improve diabetes treatment for all. Do not hesitate to contact me if you need more information.